Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. Symptom of drainage at the pocket site due to an open wound and a low grade fever was noted. The physician believed that the infection was not device related but due to some other health issues. The physician also believed that nothing happened during the procedure that contributed to infection. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.